Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not opening. A technical support specialist (tss) reviewed the issue and observed that the drawers were highlighted in yellow. The tss performed a system restart, after which the drawers returned to normal status. The tss verified functionality by confirming that medication dispensing was successful and that the drawers opened as expected, resolving the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were not opening.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.